Event description:
Account experiencing patient recovery for calcium since 2007. Also discrepant results for bicarbonate (co2), bun and glucose. Only the following 11 examples were provided. Patients 1 through 4 occurred in 2008. Patient 5 through 11 occurred one day later. Repeat testing performed same day of occurrence by another method. Patient 8, initial clcium gave 13.6 mg/dl; repeat gave gave 8.6 mg/dl. Erroneous results were not reported. Although exact root cause was not determined, the field service rep decontaminated the analyzer. Performance tests were performed and within specification.

Event description:
Account experiencing patient recovery for calcium since 2007. Also discrepant results for bicarbonate (co2), bun and glucose. Only the following 11 examples were provided. Patients 1 through 4 occurred in 2008. Patient 5 through 11 occurred one day later. Repeat testing performed same day of occurrence by another method. Patient 11, initial calcium gave 6.4 mg/dl; repeat gave 9.2 mg/dl. Erroneous results were not reported. Although exact root cause was not determined, the field service rep decontaminated the analyzer. Performance tests were performed and within specification.

Event description:
Account experiencing patient recovery for calcium since 2007. Also discrepant results for bicarbonate (co2), bun and glucose. Only the following 11 examples were provided. Patients 1 through 4 occurred in 2008. Patient 5 through 11 occurred one day later. Repeat testing performed same day of occurrence by another method. Patient 4, initial calcium gave 14.3 mg/dl; repeat gave 9.4 mg/dl. Initial co3 gave 34 mmol/l; repeat gave 26.8 mmol/l. Erroneous results were not reported. Although exact root cause was not determined, the field service rep decontaminated the analyzer. Performance tests were performed and within specification.

Event description:
Account experiencing patient recovery for calcium since 2007. Also discrepant results for bicarbonate (co2), bun and glucose. Only the following 11 examples were provided. Patients 1 through 4 occurred in 2008. Patient 5 through 11 occurred one day late. Repeat testing performed same day of occurrence by another method. Patient 9, initial bun gave 47 mg/dl; repeat gave 26 mg/dl. Initial co2 gave 44 mmol/l; repeat gave 9.6 mmol/l. Initial glucose gave 197 mg/dl; repeat gave 80 mg/dl. Erroneous results were not reported. Although exact root cause was not determined, the field service rep decontaminated the analyzer. Performance tests were performed and within specification.

Event description:
Account experiencing patient recovery for calcium since 2007. Also discrepant results for bicarbonate (co2), bun and glucose. Only the following 11 examples were provided. Patients 1 through 4 occurred in 2008. Patient 5 through 11 occurred one day later. Repeat testing performed same day of occurrence by another method. Patient 10, initial calcium gave 11.4 mg/dl; repeat gave 6.7 mg/dl. Initial co2 gave 27 mmol/l; repeat gave 19.1 mmol/l. Erroneous results were not reported. Although exact root cause was not determined, the field service rep decontaminated the analyzer. Performance tests were performed and within specification.

Event description:
Account experiencing patient recovery for calcium since 2007. Also discrepant results for bicarbonate (co2), bun and glucose. Only the following 11 examples were provided. Patients 1 through 4 occurred in 2008. Patient 5 through 11 occurred one day later. Repeat testing performed same day of occurrence by another method. Patient 2, initial calcium gave 13.4 mg/dl; repeat gave 8.5 mg/dl. Erroneous results were not reported. Although exact root cause was not determined, the field service rep decontaminated the analyzer. Performance tests were performed and within specification.

Event description:
Account experiencing patient recovery for calcium since 2007. Also discrepant results for bicarbonate (co2), bun and glucose. Only the following 11 examples were provided. Patients 1 through 4 occurred in 2008. Patient 5 through 11 occurred one day later. Repeat testing performed same day of occurrence by another method. Patient 5, initial calcium gave 14.7 mg/dl; repeat gave 9.6 m/dl. Erroneous results were not reported. Although exact root cause was not determined, the field service rep decontaminated the analyzer. Performance tests were performed and within specification.

Event description:
Account experiencing patient recovery for calcium since 2007. Also discrepant results for bicarbonate (co2), bun and glucose. Only the following 11 examples were provided. Patients 1 through 4 occurred in 2008. Patient 5 through 11 occurred one day later. Repeat testing performed same day of occurrence by another method. Patient 6, initial calcium gave 14.1 mg/dl; repeat gave 9.1 mg/dl. Erroneous results were not reported. Although exact root cause was not determined, the field service rep decontaminated the analyzer. Performance tests were performed and within specification.

Event description:
Account experiencing patient recovery for calcium since 2007. Also discrepant results for bicarbonate (co2), bun and glucose. Only the following 11 examples were provided. Patients 1 through 4 occurred in 2008. Patient 5 through 11 occurred one day later. Repeat testing performed same day of occurrence by another method. Patient 7, initial calcium gave 14.3 mg/dl; repeat gave 9.4 mg/dl. Erroneous results were not reported. Although exact root cause was not determined, the field service rep decontaminated the analyzer. Performance tests were performed and within specification.

Event description:
Account experiencing patient recovery for calcium since 2007. Also discrepant results for bicarbonate (co2), bun and glucose. Only the following 11 examples were provided. Patients 1 through 4 occurred in 2008. Patient 5 through 11 occurred one day later. Repeat testing performed same day of occurrence by another method. Patient 3, initial calcium gave 13.7 mg/dl; repeat gave 8.9 mg/dl. Erroneous results were not reported. Although exact root cause was not determined, the field service rep decontaminated the analyzer. Performance tests were performed and within specification.

Event description:
Account experiencing patient recovery for calcium since 2007. Also discrepant results for bicarbonate (co2), bun and glucose. Only the following 11 examples were provided. Patients 1 through 4 occurred in 2008. Patient 5 through 11 occurred one day later. Repeat testing performed same day of occurrence by another method. Erroneous results were not reported. Although exact root cause was not determined, the field service rep decontaminated the analyzer. Performance tests were performed and within specification.